Event description:
The lay reporter's mother contacted (B)(4) on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch verio iq meter. Reporter mentioned inaccuracy between the verio iq meter and an accucheck aviva nano meter. The reporter mentioned that the patient had obtained a 307 mg/dl on the verio iq meter and a 243 mg/dl on the accucheck aviva nano the meter to other meter comparison is less than 30 mg/dl or 30%. The patient did not exhibit any symptoms at the time of testing. The reporter mentioned that the patient increased his insulin at night time today by 1 unit based on the results on his verio iq meter. The patient did not seek any medical attention due to the alleged issue. The patient felt well and did not exhibit any symptoms after taking the increased dosage of insulin. The reporter also mentioned another time the patient had obtained an 84 mg/dl on the verio iq meter and a 52 mg/dl on the accucheck aviva nano. The meter to other meter comparison is greater than 30% or 30 mg/dl. The test strips were in good condition and not expired. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient did not exhibit any symptoms and increased their dosage based on the meter reading. Increase of insulin correlated with the lfs meter result. The complaint is being reported since the meter to other meter comparison, 84 mg/dl on the verio and 52 mg/dl on the accucheck aviva nano was greater than 30 % or 30 mg/dl.